Event description:
Cardizem was hung at 1815 at 5cc/hr per pump. Two hours later the bag was empty. Unit was tagged and sent to biomed. History on unit shows that channel a was set to a rate of 5ml/hr, vtbi 19 ml, duration 3 hrs 47 min; channel b was set to a rate of 75 ml/hr, vtbi 609 ml, duration 8 hrs 7 min. Tested volume and pressure on both channels. Both channels tested within normal limit. Holding to send off to cardinal health for testing.====================== health professional's impression======================none.====================== manufacturer response for infusion pump, imed-pc2======================the manufacturer will evaluate the unit.